Manufacturer narrative:
The device associated to this report has not been returned to olympus for evaluation. Olympus is attempting to follow up on the return of the device. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that the cv-190 produced a error b40 during a endoscopy procedure. There was no patient harm associated to this report. It was reported that the physician was able to remove the endoscope without any problems and complete the procedure with the same device.

Manufacturer narrative:
This supplemental report is being submitted to correct section h10 of the initial MDR that was previously submitted on october 1, 2020. This is to retract the remediation statement, as this report was determined, not associated with the remediation activity.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Attempts have been made and documented to repair the device or receive information about recurrence of the issue with no response to-date. Based on the results of the investigation with available information, the probable cause is likely an accidental malfunction of the device.